Manufacturer narrative:
Investigation/evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, the device history record, instructions for use, manufacturing instructions, quality control data, specifications and trends. The complainant returned one device for investigation. The device was returned with the handle in the open position and the basket formation was partially open. The basket formation protrudes 6 mm past the distal end of the basket sheath. The device was returned with the handle covered in a foreign matter. Visual examination noted the support sheath is severed 1 mm past the nose of the male luer lock adapter. 1.3 cm of the basket assembly is visible between the support sheath points of separation. The basket sheath visible in the gap appears twisted. There is glue on the basket sheath. Functional testing noted the handle does not actuate basket formation. The handle was disassembled for observation. The basket formation cannot be manually actuated. A review of the device history record revealed there are no related non-conformances associated with the complaint device lot. One additional lot related complaint was received from the same customer for a different issue. The additional complaint is for a different failure mode and is therefore unrelated to this complaint. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The returned device was found to be nonfunctional due to damage to the yellow support sheath. The support sheath was separated near the handle. The separated sheath prevented the motion of the handle from actuating the basket to the open and closed positions. Damage to the basket sheath was noted where the support sheath was separated. The damage to the basket sheath likely occurred after the separation of the support sheath and was not a cause of the separation. A definitive cause for the separation of the support sheath could not be determined. Per the quality engineering risk assessment, no further action is warranted. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There has been no new event information received since the last report was filed.

Manufacturer narrative:
(B)(6). PMA/510(k) # - exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during the ureteroscopic lithotomy procedure while using the ncircle delta wire tipless stone extractor the handle broke during the procedure. The user changed another ncircle delta wire tipless stone extractor to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures and did not experience any adverse effects due to this occurrence.